Manufacturer narrative:
Initial reporter zip code and phone number: (B)(6). Other: no evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a sad procedure, the device made an audible noise and became hot to the point that the plastic fused. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment showed the polycarbonate components, the sluff chamber and adapter body are melted. Functional inspection was performed and the inner burrs rotated freely within the outer sheath as intended. The audible noise and melting was likely the result of not having adequate irrigation when operating the device. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.